Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had low impedance, over/under sensing and insulation failure. The lead was capped and replaced. There were no further patient complications reported as a result of this event.